Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. The spiral loop and distal shaft had been fractured and detached from the proximal shaft. Additionally, electrode 5 had been cracked, bent, and displaced distally due to the aforementioned damage. The outer diameter of the catheter shaft met specifications. Information received indicates the catheter was ¿pushed abnormally¿. The inquiry afocus ii instructions for use (IFU) states, ¿excessive bending or kinking of the catheter may cause damage to the catheter.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the catheter damage and reported event of catheter stuck is consistent with not following the instructions for use.

Event description:
During an atrial tachycardia procedure, the inquiry afocus ii catheter was pushed abnormally and the sheath was stuck causing the ring electrode to separate from the shaft when it the inquiry afocus ii catheter was pulled out. The inquiry afocus ii catheter was replaced and the procedure was completed with no adverse patient consequences.